Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a sharp pain that radiated through the left chest under the breast. Boston scientific technical services (ts) advised the patient to contact the clinic for further evaluation. As of this time, this crt-d remains in service. No adverse patient effects were reported.